Event description:
Arrow-trerotola over-the-wire ptd (percutaneous thrombolytic device) and arrow-trerotola over-the-wire ptd rotator drive unit used for mechanical thrombolysis malfunctioned and tip of device fractured/separated from the device and lodged in the distal native radial artery. The damaged trerotola device fractured/separated from the device and lodged in the distal native radial artery. The damaged trerotola device was removed. Numerous attempts were made to retrieve the foreign body however, attempts were unsuccessful. Fistula could not be thrombolysed due to poor arterial inflow, lack of good venous outflow.